Manufacturer narrative:
The reported oad was received for analysis along with the guide wire utilized during the procedure. Adhered biological material was identified on the oad driveshaft and crown, however the material did not interfere with movement of the guide wire within the driveshaft. The source of the biological material was unable to be determined. No damage was observed to the oad which would have contributed to the reported event. When tested, the oad was found to operate at both high and low speeds as expected, however the high speed led would not illuminate. At the conclusion of the device analysis investigation, the reported events of vessel dissection, the device stalling and the device being unable to be removed from the lesion were unable to be confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a dissection occurred. Following two passes of the target lesion with the oad on low speed, the device would not increase to high speed. A third pass was performed on low speed, during which the device stalled and would not regain power. The device was then unable to be removed from the vessel, and the device and guide wire were removed together. An angiogram was performed and a dissection was noted, resulting in occluded flow. The lesion was re-wired and balloon angioplasty and stent placement were performed to resolve the dissection and restore flow. The patient was in stable condition following the procedure.